Event description:
It was reported to philips that the system gave an alert indicating that the geometry movements were partly available. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system was not in the clinical use at the time of event occurrence. The philips remote service engineer (rse) confirmed from error logs that ethercat network had configuration issues. The philips field service engineer (fse) inspected the system onsite and found that the three-axis amc drive on the frontal stand was defective, as well as issues with system configuration and communication. A review of system log files confirmed that the restricted geometry movements was caused by a power-related issue. The amc triple servo drive was sent for analysis, and confirmed the drive had electrical fault, with failed indicators including axis, ethercat network, and axis c enable leds. The fse replaced amc triple servo drive and resolved configuration and communication issues, performing all necessary axis calibrations, including tube adaptation and yield. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.